Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
It was reported that, at the device change out procedure, this pacemaker was found to have a cracked header. The header appeared to be at a 45 degree angle away from the device. The physician suspected that this was due to the positioning of the device, as the device was positioned right on top of the patient's clavicle. There were no reported patient symptoms or device observations prior to the procedure. The device was successfully replaced and returned for analysis. No adverse patient effects were reported.